Event description:
It was reported that the trial insert (#3 11mm) could not be inserted during final trial well. So the surgeon inserted 9mm implant insert once, but the 9mm insert was loose. So, the surgeon replaced to 11mm implant insert. The surgeon complained that all the ps/cr insert trial were difficult to be inserted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon cs trial insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.